Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0156-6 - g precautions - note 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
Additional information provided 2/22/24: the procedure performed was a knee arthroscopy. The first anchor did not deploy and therefore was not implanted into the patient. The case was completed by using a new ar-4500. No case delay. No additional anesthesia was administered to the patient. No patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/17/2024, it was reported by an arthrex employee via (B)(4) that an ar-4500 meniscal cinch did not deploy the firs anchor. This was discovered during a procedure on (B)(6) 2024. Additional information requested.